Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited a high-pressure alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis damaged with a cracked housing and bleeding lcd. The device was tested 3 times all 3 test passed within our internal specification, however, the downstream sensor will be replaced as a preventive measure. The reported issue of a high pressure alarm was not confirmed.